Event description:
It was reported that pump displayed malfunction code 9 with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was instructed on how to reset pump, and issue did not recur after reset, so customer was advised to continue using pump and to call back if malfunction happened again.